Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high low blood glucose. The blood glucose reading was 56 mg/dl. It was reported that the customer had tripped over her bike. The sensor reading showed 130 mg/dl and the down arrow was unresponsive upon arrival at the hospital. The customer called back after reviewing the carelink data. Informed customer of possible calibration timing issue. The customer stated that she took a bolus and did first the calibration fifteen minutes later. Also it appears that the customer may have overbolused between meals.